Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps instrument 420172-17 / n10191014-364 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) on system sh1407. The alleged event occurred on the 6th use of the instrument. No image or video clip for the reported event was submitted for review. Additional technical review is not required as there was no error related to the issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the maryland bipolar forceps instrument did not provide energy. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument worked during it's previous lives and reportedly has 4 uses remaining. The instrument never provided energy from the beginning of the procedure. The energy cord was replaced; however, the issue persisted.